Manufacturer narrative:
(B)(4). Other device used: unknown palacos r bone cement. This bone cement is manufactured at heraeus medical and distributed through (B)(4) products. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the femoral component. A diagnosis of necrosis of the medial femoral condyle was made and it was thought to have been a result of the cementing process. The collapse of the condyle caused the implant to change its position.

Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection confirmed the presence of foreign material on the anterior surface of the implant. Posterior surface appears to be scuffed and scratched. Dimensions were found conforming to print specifications where measured. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Radiographic images were also not provided. Compatibility cannot be assessed as only product information was returned for the femoral component. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.